Manufacturer narrative:
Model number/catalog number: sc-2218-70,serial number: (B)(4),batch/lot number: 21044022,model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.